Event description:
It was reported by service report that the foot cover assembly was getting caught on the lift motor header. No adverse consequences have been reported.

Manufacturer narrative:
Conclusion: replacement foot cover assemblies are being sent to the hosp.